Event description:
It was reported that the patient presented for a scheduled device change out procedure complaining of experiencing presyncope. An intermittent loss of capture was observed on the atrial lead. A lead fracture was suspected. The lead was capped and replaced during the scheduled changeout procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.